Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 12 foot extension set easy lock connector had a leak. The patient was connected at the time. This occurred during initial drain of peritoneal dialysis therapy. The home patient stated that the patient line extension was malformed at the connection, so it would not connect correctly. It was leaking at the connection. The patient would complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.